Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a venotomy closure of the right common femoral vein was attempted with a prostyle device using the pre-close technique via a 6f sheath hole prior to an interventional pacemaker implantation procedure. Reportedly, the entire suture came out of the anatomy with the device. The knot was formed/intact. After one attempt to pre-place the suture, the pre-close technique was abandoned. The sheath was upsized to a 27f sheath and the pacemaker implantation procedure was completed. Hemostasis was achieved via figure-of-eight suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported suture malposition was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
Subsequent to the initially filed emdr report, additional information was obtained: a second prostyle was attempted; however, a cuff miss [suture-retrieval issue] occurred. The pre-close technique was abandoned after the second attempt. No additional information was provided.